Event description:
Per the audiologist, the pt reported poor sound quality and pain when using the cochlear implant sys. Exchanging external equipment did not solve the problem. Integrity tests done in 2006, and 2008, showed normal receiver/stimulator function with atypical results on electrode subtests. Reprogramming the pt's sound processor did not alleviate the problem. Explantation/reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
.